Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported two 511sd (mod code 23) trocars were inserted for the procedure. Within the first two mins of the case, the outer gasket on the camera port was torn and began leaking carbon dioxide. The epigastric port, from the same box was unaffected. The surgeon completed the case without replacing the port; however, carbon dioxide continued to leak. Both 511sd trocars are being returned for comparison. There was no consequence to the pt.